Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. A new one was used to complete the procedure. There was no patient impact. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Sticking jaw/cam. (B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. The batch record was reviewed and no anomalies were noted during the manufacturing process.